Event description:
It was reported that, at planning screen, the femoral component was placed considerable medial to the bone surface. The rep in the room used the "other" options menu and selected "reset femur position." This did not do anything to the position of the femur. The surgeon then moved the femoral component lateral until it sat on the boney surface and proceeded as usual with the case. The surgeon had a good outcome and no delay or patient impact were involved.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. Review of the log files confirmed the issue. It was found that the issue was caused by the navio implant initial placement algorithm. In navio: the implant centers itself on the resection so in a case where one of the distal condyles is more distal than the other by more than the thickness of the implant, then there is resection on one condyle only and the implant centers itself on it. This can happen in cases where there is very high pre-op deformity. This has been determined to be a bug and the root cause is a software failure. This issue will be further investigated by the software engineering team.